Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "randomly shuts off" was not reproduced. A review of the event history log revealed multiple improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The reported condition was verified. The cause was identified to be one out of eight battery contact pin was found depressed and rear case was the failing component. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump randomly shuts off during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.